Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handles do not fully secure the head trials, so the trial comes off the handle and gets stuck in patient acetabulum.